Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that tubing would only prime so far and the soft part would start bulging out. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because an invalid possible lot number was provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d 3ss cv ballooned. The following information was provided by the initial reporter: "it was reported that tubing would only prime so far and the soft part would start bulging out. ".

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss cv ballooned. The following information was provided by the initial reporter: "it was reported that tubing would only prime so far and the soft part would start bulging out. "